Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt alarms) was confirmed. Upon eval, the driven ground wire in the trunk cable connector was broken causing the adjust belt messages. The root cause of the damaged wire could not be positively identified. No adverse event resulted from the damaged driven ground wire. The pt received a replacement electrode belt.